Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed. Several error 52 and 51 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Several tests were carried out but the reported event could not be reproduced. However as per technical manual, speaker and flexible circuit were replaced and sent to brézins for further investigation. Parts were mounted on a volumat test bench and global check was carried out. Error 51 and 52 were randomly triggered likely due to a weakness of the microphone. An internal CAPA has been opened to address error 52. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 51 (speaker issue).